Manufacturer narrative:
Concomitant medical devices: product ID: 39565-30, lot# 0208227061, product type: lead. (B)(4).

Event description:
The health care provider of the (B)(4) clinical study reported the patient had an increase in lumbar pain along with lead shift. The lead was surgically repositioned and the event was considered resolved without sequelae. The event was possibly related to the device or therapy and not related to the implant procedure. Additional information on cause had been requested but was not available at the time of report. If additional information is received a follow-up report will be sent. Indication for use is low back pain due to failed back surgery syndrome.

Event description:
Additional information received from the healthcare professional (hcp) of a foreign clinical study reported that the adverse event was an increase in lumbar pain. There was a lead shift which was discovered after the fall. The cause of the lead shift was the fall.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare professional (hcp) of a foreign clinical study reported that interventions included device surgical repositioning. The event resulted in in-patient hospitalization. The outcome was resolved without sequelae. The etiology was noted as related to the device or therapy and not related to the procedure. There was not complete coverage of the stimulation in the legs.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient had uncomfortable paresthesia and pain due to lead position change. The lead position changed due to an accident and was noted to be related to the device or therapy and not related to the procedure. X-ray revealed the correct position of the lead was noted in (B)(6) 2015. The lead was repositioned in may and the event was considered resolved without sequelae. Additional information reported the event was related to the lead. Additional information reported the lead had migrated and x-ray confirmed the migration. Additional information received from the healthcare professional (hcp) of a foreign clinical study reported that the event resulted in in-patient hospitalization. Above information was previously reported under manufacturer's report number: 9614453-2015-01060, going forward any additional information received will be reported under this manufacturer's report number.